Manufacturer narrative:
Current information is insufficient to permit a valid conclusion about the cause of this event. A follow up report will be sent upon completion of the device evaluation.

Event description:
It was reported that the torque output of a torque limiting handle was found outside of the adequate performance range. This was detected during a preliminary calibration check by zimmer biomet spine personnel. There are no specific surgical procedures associated with this handle.

Manufacturer narrative:
Additional information: (method, results, conclusions) - the returned device was evaluated. The torque output was confirmed to be outside of the range. There were no signs of abnormal wear found. It is unknown when the device fell out of torque specifications. Per supplier's evaluation, "there were no mechanical defects identified and the components exhibited expected signs of wear and performance." While it is unknown when the device fell out of torque specifications, failures of this nature can be attributed to use over time. A review of the manufacturing records did not identify any issues which may have contributed to this event.

Event description:
It was reported that the torque output of a torque limiting handle was found outside of the adequate performance range. This was detected during a preliminary calibration check by zimmer biomet spine personnel. There are no specific surgical procedures associated with this handle.